Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was failed to open and not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4-1 d1 & d2 show failed and not on bus. A field service engineer performed remote fix by initiating a hard shutdown of the device for five minutes, followed by a reboot. Upon recovery, the system displayed a message indicating that the pocket was not present. Proceeded to unload and delete both affected pockets. After these actions, the customer was able to access the medications in drawers d1 and d2. The customer completed inventory successfully, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was failed to open and not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.